Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error together with several other error codes. After recommendations, the field service engineer replaced the dc/dc & standard connectors printed circuit board (pcb) and re-seated the gas modules and other pcbs. The dc/dc & standard connectors pcb was returned for investigation. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of several error codes including the reported power errors on the reported date of event. The visual inspection of the returned dc/dc & standard connectors pcb showed no anomalies. The returned dc/dc & standard connectors pcb was installed in the reference ventilator. The reported problem was not reproduced, two pre-use checks passed and simulated use test ventilation ran for five days without any deficiency noted. If the reported fault condition occurs during ventilation, ventilation may stop and audio-visual alarms will be generated. In general, if an internal power failure occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. The conclusion is that the reported failure was confirmed in received device logs. The problem was resolved by replacing the dc/dc & standard connectors pcb and re-seating gas modules. The returned dc/dc & standard connectors pcb worked as expected during the investigation.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).